Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the right ventricular lead had high capture threshold when measured through the lead analyzer. The lead was capped and replaced. No patient complications have been reported as a result of this event.